Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient had recovered from a hospitalization event from (B)(6) /2016 due to peritonitis. The pdrrn stated the peritonitis was due to the enterococcus faecalis which was found in the intestine. The patient was administered antibiotics including vancomycin 1g and gentamycin for 3 weeks. Medical records were requested.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. A follow up visit at the patient¿s home was performed by the physician. The physician had talked to the patient ¿about his home visit post peritonitis and how patient was not doing his exchanges aseptic technique correctly and condition of the home. Patient states he will have to adjust and make changes to make sure he does not contaminate again.¿ medical records do not state how the patient contaminated himself. Staphylococcus epidermidis is often associated with touch contamination and is found on normal skin flora. Enterococcus faecalis is an organism that lives in the gastrointestinal tract but, has been known to be related to touch contamination. The peritonitis organisms, as well as the notes from the dialysis clinic physician would suggest that the patient¿s peritonitis were likely from touch contamination and not due to any fresenius dialysis product. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) patient was a (B)(6) male who was experiencing sharp abdominal pain, chills, diarrhea and vomiting on (B)(6) 2016. The patient was taken to the emergency room and was admitted into the hospital. The patient¿s peritoneal dialysis fluid cell count revealed nucleated cells at 3,863. The patient¿s peritoneal dialysis fluid culture grew enterococcus faecalis and staphylococcus epidermidis. The patient was treated with intraperitoneal vancomycin and gentamycin, as well as, oral amoxicillin and doxycycline. The patient was dialyzing with a baxter machine in the hospital. The patient responded well and was discharged home on (B)(6) 2016 and diagnosed with peritonitis. A call was placed to the peritoneal dialysis registered nurse (pdrn). The pdrn stated that peritonitis was due to the enterococcus faecalis which is found in the intestine. The pdrn stated the patient had been on peritoneal dialysis since (B)(6) 2015.